Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: d4: UDI. H3: device evaluated. H4: device manufacture date.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model epk-i5010-us is available in the USA with a 510k number k182004. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video processor epk-i5010. In the event reported, it was stated that there was no image, scope cuts out. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. Pentax medical issued return material authorization (B)(4) for the device to be returned for further evaluation. The device is currently pending return from the user. A review of the service history indicates the device was not routinely serviced at a pentax facility. On 30-aug-2021, a device history record (DHR) review for model epk-i5010, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 03feb2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.